Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the lens was very foggy and corrosion was found inside the head. The head tested out of specification on its uplink functional tests, and it was noted that it was not functional and not repairable due to the internal corrosion. It was to be scrapped and replaced. Product ID 229047 software analyzer. (B)(4).